Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse determined that an sbc cpu upgrade was required. Multiple system pcb assemblies, disk drives and other components were replaced as part of the upgrade. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.